Event description:
It was reported that post pulse generator replacement, the lead exhibited less than 200 ohms impedance and 2.5 v, 0.8 ms capture thresholds. The pocket was re-opened, and the lead was replaced.

Manufacturer narrative:
No medwatch form was received.